Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for radiculopathy. It was reported that the patient's device was no longer working. No further information was provided. No patient complications were reported.